Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context. In this case, during guide wire removal the cardiomems sensor migrated proximal. The physician used the guide wire and pulmonary catheter to move the sensor forward to a stable location. It is unclear what the mechanism of this interaction was, but the movement of the guide wire appears to be directly related to the movement of the sensor. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during the procedure to treat the left pulmonary artery. A right heart catheter was inserted floowed by a pulmonary angiogram. A .018 steelcore guide wire was placed in the artery and the catheter removed. The cardiomems delivery catheter was advanced and deployed. The catheter was re-inserted and when attempting to remove the guide wire, the sensor migrated proximal. The guide wire and catheter were used to move the sensor forward to a stable location where it remained. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.